Event description:
On march 28, 2008, the lay-user/patient contacted lifescan alleging that a one touch fasttake meter was powering off during use. The patient tests his blood glucose 8 times a day. He takes humulin 30/70 and humalog insulin. The details of his insulin regimens were not provided although is noted that he is on a sliding-scale. The patient indicated that the alleged meter issue started in 2008, at an unspecified time. During the time of concern, the patient did not have a meter to test his blood glucose. As a result, the patient approximated his blood glucose levels based on his feelings. After the reported meter issue began, the patient claimed that he developed symptoms of feeling thirsty and having blurred vision 3-4 times a day. For each instance, the patient administered self-treatment by taking 2 extra units of humalog insulin which helped to relieve his symptoms. The patient explained that he typically experiences symptoms of hyperglycemia when his blood glucose reaches a level of "10 mmol/l". At that level, he usually has symptoms of irritability and anger. The patient denied seeking or receiving medical attention from a health care provider and was not tested on another device during the time of concern. The patient had not changed the meter's batteries according to the owner's manual. He did not have replacement batteries to troubleshoot the alleged issue. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with hyperglycemia after the reported meter issue began. The patient states he was able to relieve the symptoms by taking extra insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and test strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.